Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined/high pacing impedance and oversensing as elevated sensing integrity counter (sic) was noted. The rv lead was programmed off and then capped/replaced. No patient complications have been reported as a result of this event.